Manufacturer narrative:
Final analysis confirmed that the pulse generator had rapid battery depletion. The reason for rapid battery depletion could not be determined. The review of measured data over time found normal decrease of battery voltage and normal increase of battery impedance.

Event description:
It was reported that during a routine follow up, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (b)(6 20)14. There were no adverse consequences to the patient.